Event description:
It was reported the pt's charger and programmer can no longer communicate with the ipg. An affiliated sjm rep attempted to address the issue with two replacement chargers but was unsuccessful.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.